Event description:
A customer in (B)(6) state reported that the gray paint on the foam cushions of two hc405 nasal masks "degraded within two uses." The customer further alleged that there was gray paint in her lung. The customer did not report any injury as a result of this incident.

Manufacturer narrative:
(B)(4). This complaint was received via email directly from a home patient. Upon receipt of the email, a response was sent in which the patient was asked to provide photographs of the complaint devices. The patient was also asked to provide the method of cleaning used on the foam cushion. Following this initial email from the customer, no further communication has been received from the patient and the complaint devices have not been returned to fisher & paykel healthcare for evaluation. Without the complaint foam cushions or any information or confirmation from the patient regarding the alleged incident, we are unable to investigate this further. Our hc405 nasal mask consists of a hard polycarbonate shell that fits over the nose, lined with a foam cushion and protected by a silicone seal. The open cell foam fits and conforms to the face, and is lighter and more comfortable than alternatives such as gel. We would not expect any foam cushion to be "degraded after two uses." The foam cushion will generally last for three to six months and even longer if our cleaning instructions are followed. Without any specifics from the customer regarding how she was cleaning her mask we cannot determine the cause of the reported degradation. Fisher & paykel healthcare have completed extensive biocompatibility studies of the coated foam materials used for the cushions of the hc405 mask that show the material to be non-toxic, non-irritating and non-sensitizing in vivo. Our user instructions that accompany the hc405 mask state: wipe the foam cushion with a damp cloth. (Do not immerse the foam cushion in water). The following caution is also included: do not clean the mask with products containing alcohol, antibacterial agents, antiseptic, bleach, chlorine or moisturizer. The user instructions also caution the user to "discontinue use and seek replacement immediately" if the mask "weakens or cracks."